Manufacturer narrative:
Evaluation summary: finaly analysis revealed that the drive failed due to rusted (stuck) driver arm caused by exposure to moisture and functional test unable to be performed. Serial number pre-dates drivenut material change.

Event description:
Mother called with complaint that driver arms were almost impossible to move and pump had not been dropped, bumped or exposed to moisture.